Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that unk - screws: 2.7 mm va locking were broken from the head- threaded shaft union. No other issues were found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for unk - screws: 2.7 mm va locking. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Surgeon mentioned that , he suspected the brokage was because of the plate was not fixed anatomical to the bone, and the stress was all on the 2.7 screws, that¿s why the screws broke. But he would like to know more and if there are other similar cases happened. A manufacturing record evaluation cannot be performed due to lot number being unknown. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the photo revealed that va lockscr ø2.7 head 2.4 self-tap l36 ss were broken from the head- threaded shaft union. No other issues were found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for va lockscr ø2.7 head 2.4 self-tap l36 ss. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in singapore as follows: it was reported on january 6, 2023, that the patient had a distal tibia fracture and fixed with va medial distal tibia plate 02.118.009 on (B)(6) 2022. Clinic review on (B)(6) 2022, patient had minimal pain at left ankle, no other complains. And pain at walking started since (B)(6) 2022 clinic review. Pain and swelling after 5-10mins walk. Xray imaging on (B)(6) 2022 showed distal screws (2.7mm locking screws) of the plate were all broke. Came for removal of implant on (B)(6) 2023. Implants were all removed, fracture seemed to be stable and patient did not wish to have any more metal implant to be inserted. Surgeon decided to observe further. Surgeon commented that, fracture maybe stable and no further fixation needed; or bone will be refractured once patient start to walk again. And surgeon would like to know if there are other similar cases with such implant breakage. Other medical intervention was required: surgery to remove the broken implant. The removal of implant was successful. Patient is stable. This report is for one (1) va lockscr ø2.7 head 2.4 self-tap l36 ss. This is report 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.